Event description:
Boston scientific received information that this lead exhibited out of range impedance measurements of greater than 2400 ohms, and the physician believes the lead to be fractured. The fracture is unconfirmed and remains in service. The device was programmed aai and they will monitor the patient for now. To date, no adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
At this time, the lead remains in service. If additional information is received, this report will be updated.

Event description:
Additional information was received which noted that the patient was later having atrial arrhythmias. The device had remained programmed to aai after the rv lead issues as previously reported. No additional information was available from the field. No adverse patient effects were reported. The lead remains in service.